Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the esc button on her insulin pump was not working. Her blood glucose was 346 mg/dl. The customer stated the insulin pump did not get wet. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.